Event description:
The pt reportedly experienced intermittencies between the external equipment and the cochlear implant. The pt also reported hitting her head by a car door directly on the device implant site. External equipment was exchanged. However, the reported problem was not resolved. Testing showed that the device is functional. The pt's device was explanted.